Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during a revascularization stenting procedure in a lesion below the knee, after device preparation, as the device was being backloaded into the guide wire, it was noticed that the stent was partially deployed. This was noticed before the device entered the patient's body, but unknown how or when it occurred. A second xpert stent was utilized to complete the procedure. There were no patient consequences. No additional information is available.